Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The diabetic educator reported via phone call that the customer experienced high blood glucose level and insulin pump had no delivery alarm constantaly. The customer¿s blood glucose level was 409 mg/dl. Customer was unable to troubleshoot for high blood glucose and insulin pump. Customer reports alarm did not occur during manual prime. Customer reports that the issue did not resolved by full set change. The customer was advised to discontinue use of pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.